Manufacturer narrative:
5/14/97-supplemental report #1 submitted to FDA. Additional information has become available to the MFR concerning this event and the re-operation performed on 2/5/97. The surgeon did not apply suture but applied another device. The patient chewed through the endo tacheal tube and expired.

Event description:
Device used during a right colon section procedure., the pt had the operation on 1/13/97. The anastomotic site leaked post-operatively. The pt was re-operated on 2/5/97. The surgeon re-applied suture to re-enforce the anastomosis.